Manufacturer narrative:
Quality-safety evaluation of ptc received on 08-nov-2016: this adverse event report is related to a product technical complaint. (B)(4). Lot number 772501; production date: aug-2010; expiration date: aug-2013. Sample is not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-nov-2016 for the following meddra preferred terms: uterine perforation: the analysis in the global safety database revealed 335 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this study case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted and uterine perforation during the placement (previously reported that occurred during confirmation test). A control laparoscopy was performed and showed very probable perforation in the region of the left uterine horn without active bleeding. According to follow-up, partial perforation of the left tube was diagnosed via celioscopy (discrepant information). Bilateral filshie clips were placed. Uterine perforation during insertion is listed in the reference safety information for essure. In this case, it was reported that essure was difficult to place on the left side which required an effort. At the right tube, essure was correctly placed. Given the nature of the reported event and association to essure insertion procedure, a causality with essure cannot be excluded. Non serious events were also reported. This case is regarded as incident due to required intervention. The lot number was received but not the sample..a review of the manufacturing batch record confirmed that the product met all release requirements. A product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This case, not regarded as incident case was detected as being a legacy case from conceptus and was entered in argus on (B)(6) 2015. The medical content of the case was not changed. This is a solicited case report received from a investigator in (B)(6) on (B)(6) 2011 which refers to a (B)(6) female patient who was involved in a observational company-sponsored study, study number: (B)(6). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). Essure was inserted on (B)(6) 2011. Patient experienced procedural pain. It was also reported abdominal migration at the insertion date and feeling obstacle. Additional information received on (B)(6) 2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this bundle ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Correction on (B)(6) 2015 following reconciliation with study database: the patient's center ID was (B)(6). According to investigator, the previously as reported term "abdominal migration during insertion" was updated to "uterine perforation reported in the confirmation test at 3 months". In addition, investigator reported placement failure on left side (ostium stenosis) and perception of obstacle (left). Follow-up received on (B)(6) 2016 from investigator (upgraded to incident): the patient was not pregnant. Hysteroscopic sterilization was attempted on (B)(6) 2011 to place essure, lot number 772501. Difficulty was reported during placement of left essure which required an effort. On that day, there was a suspicion of uterine perforation during the placement which was previously reported as uterine perforation reported in the confirmation test at 3 months. She was hospitalized. Essure was removed on that day and the patient had recovered on the same day. The investigator considered this event related to essure. Celioscopy for control: very probable perforation in the region of the left uterine horn without active bleeding was suspected. Left and right adnexa of uterus were normal. Bilateral filshie clips were placed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: uterine perforation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this study case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted and uterine perforation during the placement (previously reported that occurred during confirmation test. A control laparoscopy was performed and showed very probable perforation in the region of the left uterine horn without active bleeding. Bilateral filshie clips were placed. Uterine perforation during insertion is listed in the reference safety information for essure. Given the nature of the reported event and association to essure insertion procedure, a causality with essure cannot be excluded. Non serious events were also reported. This case is regarded as incident due to required intervention according to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report.

Manufacturer narrative:
Follow-up information (perforation questionnaire) received on 27-sep-2016 and 28-sep-2016: (B)(4). The patient medical history includes 2 pregnancies and 2 deliveries; her last delivery was not a caesarean section. She has no previous gynaecological intervention and was not breast-feeding at time of insertion. No abnormal uterine findings were findings prior to insertion. During insertion cervical dilatation was applied. Essure was difficult to place on the left side which required an effort. On (B)(6) 2011, partial perforation of the left tube was diagnosed via celioscopy. The perforation occurred before deployment and it did not occur with coil after deployment. Essure in the right tube was correctly placed. The essure confirmation test was not performed. The patient presented the event with bleeding. Follow-up information received on 04-oct-2016: the investigator confirmed that uterine perforation had to be kept as event. No further information was provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: uterine perforation: the analysis in the global safety database revealed 318 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this study case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted and uterine perforation during the placement (previously reported that occurred during confirmation test). A control laparoscopy was performed and showed very probable perforation in the region of the left uterine horn without active bleeding. According to follow-up, partial perforation of the left tube was diagnosed via celioscopy (discrepant information). Bilateral filshie clips were placed. Uterine perforation during insertion is listed in the reference safety information for essure. In this case, it was reported that essure was difficult to place on the left side which required an effort. At the right tube, essure was correctly placed. Given the nature of the reported event and association to essure insertion procedure, a causality with essure cannot be excluded. Non serious events were also reported. This case is regarded as incident due to required intervention. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. No further information is expected.